Manufacturer narrative:
The information described in this report was collected by (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by (B)(6). Therefore, further investigation is not possible. The date of implant and events are estimated as actual dates were not provided. It is not known if this event has been previously reported.

Event description:
The patient referenced in this event file is enrolled in a collaborative (B)(6) dissection project. The purpose of this post-approval surveillance, using the (B)(6) registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the (B)(6) dissection project and the below information involves a patient treated with an endovascular gore® device. It was reported to gore via the (B)(6) that on an unknown date in 2015, this patient underwent urgent treatment of a symptomatic aortic dissection. The primary tear was in zone 3, and extended to zone 8. The tevar indication was for an aortic aneurysm. A conformable gore® tag® thoracic endoprosthesis was implanted, and a surgical bypass to a hemashield graft in zone 9 was performed. The patient was in the ICU for 1 day, and was discharged to home on pod (post-operative day) 4. On pod 1468 aortic enlargement was identified. The amount of enlargement was not reported to gore. The false lumen within the treated aorta was thrombosed. No treatment was reported to gore. The cause of the aortic enlargement was not reported to gore.